Event description:
Health care professional reported "pump stopped running. Rotor not moving. Battery dead. Pump only lasted 2 years." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.